Event description:
It was reported, that this right atrial lead was part of a pacemaker system explanted, due to unknown reasons. No product allegations have been received at this time. A new system was successfully placed. There were no additional adverse effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).